Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to place the implant on the impactor the tip of the impactor fractured. No foreign body was retained or harm to the patient was reported. Attempts have been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d4. Visual examination of the returned product identified signs of repeated use and wear and tear. The strike plate of the device has gouges and nicks, the handle just below the strike plate is gouged and the prongs on the distal end of the inserter are damaged. The black poly impactor tip was not returned with the device. Dimensional analysis where measured was conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.